Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer changed the infusion set to address the issue, however the alarm recurred after changing the set. Blood glucose ranged from 280-320 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.